Event description:
It was reported that a spectrum pump had a damaged speaker. This occurred during device power-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem "speaker damaged" was confirmed as no/low/intermittent audio. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the muffled audio sound. The rear case requires replacement to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.